Event description:
The nurse heard the IV pump alarming and came into the room. The nurse noted that there was air mixed with IV fluid in the IV tubing past the IV pump, proximal to the patient. The IV and tubing were removed and a new set-up (pump, tubing, fluid) were used. No patient harm. The IV pump was sent to biomed. The IV pump did not pass the flow rate accuracy test. The IV pump did alarm for air in line. The IV pump was returned to the manufacturer where it was again bench tested. The manufacturer repaired the unit and returned it to the hospital. A report from the manufacturer detailing the repair was not provided. The IV pump is back in use and has not had another reported failure. No information regarding the IV tubing is available. Staff did not believe the IV tubing caused or contributed to this event. The IV pumps at this facility are all the same manufacturer and brand. They are approximately 3 months old or newer.